Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and open book image on screen. The customer¿s blood glucose level was 445 mg/dl. The customer treated high blood glucose with insulin shot. Customer reported that insulin pump had change battery alarm before open book image. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error due to moisture damage to the force sensor. The pump had a corroded electronic stack and corroded motor home switch. We were unable to perform the sleep current measurement, active current measurement, prime/seating, basic occlusion, occlusion, force sensor, displacement or self tests or verify the unexpected power loss alarm due to the critical pump error.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify unexpected power loss alarm due to critical pump error or open book image.